Event description:
During utilization of the introducer sheath, leakage at the hub was noted. When the device was held at the hub connection the leakage would cease. When attempting to remove the device, the sheath separated from the hub. Forceps were used to remove the device from the pt.